Event description:
It was reported that a vt procedure was performed on a cardiomyopathy patient. The patient blood pressure dropped post cast. Echo was done which revealed that there was pericardial effusion and tamponade during ablation with the catheter. The fluid had to be drained from the pericardium. The patient has fully recovered and his prognosis is excellent.

Manufacturer narrative:
(B)(4). The catheter was not returned to biosense webster for investigation. There was no biosense personnel available during the case to provide case support as the customer was using the esi ensite system and not the biosense webster carto system. Concomitant biosense webster products involved during the procedure: coolflow pump, model no.: m-5491-02, serial no.: unknown; stockert 70 system, model no.: m-5463-01, serial no.: unknown.